Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule on the thyroid. The patient did receive medical intervention and reported to have had a CT scan and a biopsy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-05614-1), section h6 and h10 were incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule on the thyroid. The patient did receive medical intervention and reported to have had a CT scan and a biopsy. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and unknown dust contaminant was observed on the bottom enclosure, blower, and blower box. Evidence of liquid ingress was observed to the blower and blower box and a keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. During review of the error logs, there were 8 incidents of e-53 (err_comp_log_sem_timeout), a continue error and 24 instances of e-200 (err_rtos_abort_error), a stop error. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule on the thyroid. The patient did receive medical intervention and reported to have had a CT scan and a biopsy. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found contamination in the iso port. During review of the error logs, there were 8 incidents of e-53, a continue error and 24 instances of e-200, a stop error. During the investigation, pil observed an unknown contaminant on the top enclosure. An unknown dust contaminant was observed on the bottom enclosure, blower, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation / breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device.